Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the device's battery does not hold a charge. There was no reported patient involvement.